Event description:
The right heart failure was possibly related to the device. Arrhythmia did not resolve.

Manufacturer narrative:
Section a2: patient age corrected. Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, right heart failure, and hepatic dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had right heart failure with a symptom with ascites. The patient was managed with fontan circulation due to ventricular fibrillation, however b-type natriuretic peptide (bnp) increased to 508 pg/ml and t-bilirubin to 1.8 mg/dl. An echocardiography showed enlargement of the right ventricle and right atrium, aortic regurgitation, dilation of hepatic vein and inferior vena cava, and ascites accumulation. It was considered to be right heart failure after implant and hospitalization management started on (B)(6) 2025. The patient's angiotensin receptor-neprilysin inhibitor (arni) and mineralocorticoid receptor antagonist (mra) doses were increased resulting in 2.7 kilogram weight loss. An echocardiography confirmed a reduction in ascites. The bnp decreased to 282 pg/ml t-bilrubin decreased to 1.5 mg/dl leading to discharge on (B)(6) 2025.